Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the kidney. A 6.0 x 60mm, 40cm mustang balloon catheter was advanced for dilation. However, when the physician used a pressure pump, the balloon could not be inflated. The balloon was leaking with saline/contrast and had a pinhole. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.